Event description:
It was reported that during routine generator exchange that revealed damage on the connector pin, high pacing impedance on the right ventricular (rv) lead. On (B)(6) 2025 the physician elected to cap and replace the rv lead. The patient was in stable condition.